Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a superficial incision and drainage and no implants were revised. The case was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2115967: 48 items manufactured and released on (B)(6) 2022. Expiration date: 2027-01-31. No anomalies found related to the problem. To date, 22 items of the same lot have been sold with no similar reported case during the period of review. Lot 2116165: 180 items manufactured and released on (B)(6) 2021. Expiration date: 2026-11-30. No anomalies found related to the problem. To date, 84 items of the same lot have been sold with no similar reported case during the period of review. Lot 2114373: 159 items manufactured and released on (B)(6) 2022. Expiration date: 2026-12-21. No anomalies found related to the problem. To date, 82 items of the same lot have been sold with no similar reported case during the period of review. Lot 2010025: 40 items manufactured and released on (B)(6) 2021. Expiration date: 2025-12-14. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported case during the period of review.